Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller believed the patient¿s dbs was not working properly and would need somebody to go and check on their device. There were no further complications reported.